Manufacturer narrative:
The manufacturer previously reported a ventilator failed to deliver flow and water came out of the circuit and mask. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. No malfunction of the device was noted. No evidence of water was observed.

Event description:
The manufacturer received information alleging a ventilator failed to deliver flow and water came out of the circuit and mask. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.